Manufacturer narrative:
The manufacturer previously reported receiving information alleging patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to third party service center and evaluated. Evaluation result stated that no reported fault was found with device. The device was cleaned and tested. All testing passed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.